Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Manufacturer narrative:
(B)(6).

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni ) result, above the normal reference range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.048 ug/l was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample (from centrifuged aliquots), on the same instrument, generated lower results of 0.020 ug/l and 0.026 ug/l, within the normal reference range of the assay. The customer indicated the sample was collected in a rapid serum tube (rst) and centrifuged at 3,000 or 4,200 rpm (rotations per minute for ten minutes, at 19 degrees celsius or room temperature, respectively. No sample integrity issues were observed. The customer noted an increased amount of gel streak on the sample tube following noisy bearings in the centrifuge and discontinued use of the centrifuge. Data analysis indicates system check, calibration and quality control (qc) were performing within assay and instrument specifications. No instrument issues were reported. The instrument was in normal operation.